Event description:
The customer contact reported the pt rec'd less medication than intended. At an unspecified time, the device was programmed to deliver gamunex 10g/100ml, at a rate of 100ml/hr, with a vtbi of 105ml, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the customer contact reported the nurse returned to the pt's room and noted the delivery had stopped, and that more medication remained in the gamunex container than was expected. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.12ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. The dates and programming present in the history did not correlate with the customer's reported programming and event info. This report represents all the info known by the rptr upon query by hospira personnel.